Manufacturer narrative:
The ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt felt heating at the ipg pocket site during and after charging the ipg. The pt reported, the issue begins after about 20 minutes of charging. The pt was provided charging instructions. Follow up identified the pt no longer had the heating issue after implementing the recommendations. On 08/01/2012 st jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.